Manufacturer narrative:
The cobas e 411 disk serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs stat assay on a cobas e 411 analyzer (disk system). The initial result was 141.3 pg/ml with a data flag. The patient went to the emergency department, where a new sample was drawn and tested, resulting in a troponin value of 0.02 ng/ml. The patient then informed the customer, prompting the repeat of the original sample on (B)(6) 2026, and the first troponin t hs stat repeat result was 136.6 pg/ml with a data flag. On (B)(6) 2026, the original sample was sent to an external laboratory and tested for troponin I highly sensitive, and the result was 0.028 ng/ml. On (B)(6) 2026, the original sample was repeated, resulting in the following: the second troponin t hs stat repeat result was 32.02 pg/ml with a data flag (tested on the e411). The troponin I highly sensitive result was 0.017 ng/ml (tested at the external laboratory).